Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and out of range impedance. Subsequently, this lv was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 (problem description) was updated to a more precise verbiage. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced as it exhibited loss of capture at max outputs and out-of-range pacing impedance measurements. This lv lead is not expected to be returned for analysis. No additional adverse patient effects were reported.